Event description:
A fail code 810:11. Information was not provided regarding whether or not the failure occurred during a pt infusion. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.